Manufacturer narrative:
A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely glue peeling due to deterioration over time based on the device manufacture date. In addition, it is likely that the phenomenon occurred because external force was applied, such as strong rubbing against the subject part during normal use, including re-processing. For the cracks in the distal cover, it is likely that cracks occurred due to external force applied to the subject part on the distal end, such as hitting the subject part against something hard or pressing it with an unexpected larger force. This issue is addressed in the instructions for use (IFU): "inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The physical evaluation of the returned asset found peeling adhesive and a crack at the distal end cover. Additionally, there was a crack on the bending section cover adhesive. There was one broken element on the ultrasound image and a buckle on the light guide cable. The scope was repaired to standard specifications and returned to asset inventory. The asset was last repaired on october 26, 2020 due to a cracked bending section cover adhesive. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of an asset return, the evis exera ii ultrasound gastro-videoscope was found to have peeling adhesive and a crack at the distal end cover. There was no report of any problems associated with the device and there was no patient injury or harm reported.